Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating data is unable to communicate with corsium. The customer was not with the monitor when they contacted the remote service engineer rse and didn't have access to the monitor to troubleshoot. A bench repair is anticipated at this time and no reported harm nor impact to the customer.